Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor was fractured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were possibly fractured and exhibited high impedance. It was noted that issues presented after the patient started yoga. The leads were explanted and replaced. No patient complications have been reported as a result of this event.